Event description:
During cauterization using an electrosurgical unit, the disposable instrument cord that it was plugged into sparked, and hurned a hole in the patient drapes. It was noted that it was possibly the cable was dried out from age, and caused the problem. Follow up reveals that the monopolar cord was actually cut into two pieces. The reporter spoke to the or for more information. The or reported that when the surgeon activated the pencil, the cord sparked, burned a hole in the patient drape, and the cable itself broke into two pieces. Upon investigation, it was discovered that the cable itself has oxidized. This tells us that there was a hole in the insulation of the cable for some time. Overtime the oxidallon became great great and actually weakened the cable, until it became a source of resistance, and when the pencil was activated, the cable could not handle the amount of current, and the cable split. The stie spoke to the sales rep to see how the site can keep this from happening; they informed the site that the company only guarantees the cable to work for 20 cases. This cable is much older than that. The or spokes person suggested that the manufacturer may want to get these cables dated upon arrival, and estimate in time how long it would take to accumulate 20 cases, then have that date on the cable. When the cable reaches that date, it should be disposed of, and replaced with a new one.